Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. Additional information was requested, and the following was obtained: what were the indications for surgery? Large neoplasia of the upper rectum. What surgical procedure was performed? Previous resection of the rectum without restoration of digestive continuity. Did the patient receive any preoperative chemotherapy or radiation? No. What healthcare professional fired the device and what is his/her experience with the device? Yes. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No information from the surgeon. Was the device difficult to close? No. Was the device difficult to fire? No information from the surgeon. How may counter-clockwise revolutions of the adjusting knob were used to open the device? No information from the surgeon regarding the number of turns made, the stapler was opened to the maximum. Did the healthcare professional receive audible & tactile feedback when firing the device? No information from the surgeon. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Absence of staple line noted on the colonic stump. What is the current status of the patient? Patient with an unplanned stoma. What difficulties were experienced when assembling the removable head? Assembly with difficult locking. Can you further explain ¿idle rotation of the clamping knob¿? Rotation without resistance before correct locking. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Device failure: no staples were observed, as if there had been no anastomosis.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2024.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2024; d4: batch #574a40. Investigation summary: the product was returned to cincinnati for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh33a device arrived with no apparent damage and no anvil was received. Only the casing half washer was present and the device was fully loaded with staples, indicating that the device had not been fired. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to anvil issues; insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. Reattach the anvil by sliding the anvil shaft over the trocar and pushing until the anvil snaps into its fully seated position. To leak intervention and incomplete staple line: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as no malformed staples were noted and the device performed without any difficulties. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 574a40, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure and assembling the removable head onto the body of the circular stapler proved difficult, with an idle rotation of the clamping knob, which five to six turns were required to change the position of the tissue compression indicator. After maximum tissue compression, stapling and cut were achieved by holding the medical device closed for one minute. Checking the donuts showed clear rings in the rectal and colonic sections, but the air test was positive, with a complete absence of effective anastomosis. No staple lines were visible on the colonic segment; the rectal segment could not be easily visualized. A hartmann operation was then performed, with placement of a colostomy.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2023. D4 batch # unk. B3: only event year known: 2023. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? What difficulties were experienced when assembling the removable head? Can you further explain ¿idle rotation of the clamping knob¿? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.